Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The handheld camera head was analyzed and was found to have a broken integrated connector light guide holder. The light guide holder legs and a corner of the light guide hand grip were broken. The returning spring was not returned with the camera. The camera was placed on the in-house system for the qap (quality assurance procedure) test and failed for a dead pixel. During testing on the in-house system, the camera exhibited a dead pixel in the center region of the image. The image was well-lit, focused, and white-balanced successfully. A review of the logs showed no errors. Additionally, the camera was found to have illegible pad printing on the housing and illegible laser marks on the cable-integrated connector. The camera was found to have dislodged camera cables. The camera cables exhibited delamination at the cable bend protection overmold. The bend protection overmold located where the cable assembly meets the housing was found delaminated. The dead pixel is the cause of the failed qap test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, a piece of the handheld camera head accessory was broken off. The procedure was completed with no reported injury.